Event description:
During a pci procedure, the maverick 2 monorail balloon ruptured at 6 atms. The number of inflation and to what atms is unk. The lesion was located in the tortuous, calcified, 99% stenosed distal right coronary artery (rca). No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of this date.